Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) due to the device not working and the balloon needing to be relocated. A revision surgery was performed in which the existing device was removed and a new aus was implanted. Following the procedure, the device was working.